Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. System operates as intended. (B) (4).

Event description:
Customer reported the system would not boot. No patient injury was reported.